Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model#: sc-4316, lot #: 14302397, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the device were explanted due to the need of magnetic resonance imaging (MRI). The patient no longer uses the device because it was not helping with the pain. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.